Event description:
The customer reported that the central display of the scrolled at the time of self-check, but froze after a few seconds. There were no adverse consequences to a pt as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Eval in progress, but not concluded.